Event description:
Pt underwent a radical prostatectomy and during the procedure a drain was placed. On postop day 3 (1-27-96). Upon removing the drain, the drain fractured and a portion was retained in the pelvis. The pt returned to the or for removal of the retained portion.